Manufacturer narrative:
Expiration date: unk, no serial number reported. Device manufacturing date: unk, no serial number reported. Claim#:(B)(4).

Event description:
Surgeon requested toric visian icl rotation guidance for a patient's right eye (od). If additional information is received a supplemental medwatch report will be submitted